Manufacturer narrative:
The device was returned for evaluation. Examination of the returned device showed a component of the device was missing (nub over the downstream occlusion sensor). This missing component would allow for the "no disposable" alarm condition. The cause of this missing component was not established.

Event description:
It was reported that the device gave a "wrong cassette" alarm. No known adverse effects to patient.